Manufacturer narrative:
(B)(4). Device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
During surgery prep of the pump, the scrub nurse aspirated 11cc of sterile water; the expected amount was approx 17 to 19cc's. Several attempts were made to aspirate more water by changing the 24g needle to a 25g needle and securing the needle to syringe; however, no more water was able to be aspirated. The nurse then attempted to fill the pump with 19cc's of the medication; however, only 9cc's would go into the pump. The physician was informed of the pump status and decided not to use the pump due to a question of malfunction. A new pump was opened and prepared without issues.